Event description:
The customer reported that the defibrillator charged and discharged energy spontaneously. They reported that there was no negative impact for the involved pt.

Manufacturer narrative:
(B)(4): the customer reported that the defibrillator charged and discharged energy spontaneously. They reported that there was no negative impact for the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.